Manufacturer narrative:
A review of the device history records (DHR) was performed. Biological indicators submitted for testing were found to be sterile. In addition, no non-conformances were found. All acceptance criteria were met.

Event description:
On 11/10/2020, the company was provided with the serial number of the neurostimulator (ipg). A review of the device history records (DHR) was performed.

Event description:
The company was made aware on 08/11/2020 that the ipg had to be explanted due to infection.